Event description:
It was reported that customer received a button error alarm. Customer reported to have been hospitalized for other reasons and was wearing insulin pump and blood glucose was stable. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.